Event description:
It was reported the stent deployed 1/3 of the way & jammed over the bifurcation. The dr used a steel reinforced sheath to pull & remove the stent over the bifurcation. Another of the same make & type was used, but same thing occurred. Dr then placed a competitor to complete the procedure without further pt injury or complications.